Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, possible fracture was observed. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for this lead. The lead was not returned.